Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with an adc meter. Customer reported receiving an unspecified high reading, self-treating with insulin (dose/type unknown), and subsequently experiencing shakiness, sweating, dizziness, and double-vision. Customer had contact with an hcp who obtained a reading of 102 mg/dl on their device compared to an adc meter reading of 420 mg/dl. Customer was treated with unspecified oral medication. An additional adc meter reading of 390 mg/dl was reported, however it is unknown when the reported readings were obtained in relation to the rendered treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A high readings issue was reported with an adc meter. Customer reported receiving an unspecified high reading, self-treating with insulin (dose/type unknown), and subsequently experiencing shakiness, sweating, dizziness, and double-vision. Customer had contact with an hcp who obtained a reading of 102 mg/dl on their device compared to an adc meter reading of 420 mg/dl. Customer was treated with unspecified oral medication. An additional adc meter reading of 390 mg/dl was reported, however it is unknown when the reported readings were obtained in relation to the rendered treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number, however a valid serial number (B)(6) was found and the product line designator should be "n" rather than "y." Therefore, section d4 was updated to (B)(6).